Event description:
Boston scientific received information that this implantable cardioverter defibrillator (implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicators advisory, triggered elective replacement indicator (eri) with a monitoring voltage of 2.50 volts and charge time measurements of 14.6 seconds. The device was explanted and successfully replaced.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.